Event description:
It was reported that the customer had an issue with the pump not alarming when she was out of insulin. Customer's blood glucose level was in the 300 mg/dl range. Customer was not hospitalized. No further details given.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.